Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as the skin was very irritated it is itchy and hot, and it's painful when the patient showers. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended seeing a dermatologist and a physiotherapist for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.